Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional 2proglide devices referenced with the same issue are filed under separate medwatch report numbers.

Event description:
It was reported that suture placement in the right common femoral vein was achieved with a proglide device using the pre-close technique via a 7f sheath prior to a pacemaker placement procedure. Reportedly, the second proglide suture was attempted to be placed; however, the plunger would not push all the way down, even with enough force being used. There was no snap sound as usual. The plunger was removed with no suture seen; there was a cuff miss. Another proglide was used with the same result. A fourth proglide device was used to preplace a second suture prior to the procedure. The sheath was upsized to 9f, 11f and then 13f. Finally, the sheath was upsized to 26f and a pacemaker was placed. After the procedure, the catheter was pulled out as the proglide operator cinched down the first proglide suture. The micra pacemaker was moved out of place by the catheter. The cinched proglide suture was cut to allow the removal of the catheter and pacemaker. A new pacemaker was placed. Another proglide suture was attempted to replace the cut suture; however, the same issue occurred with no snap sound and the plunger not being able to be pushed down. During plunger removal, no suture was seen. Another proglide suture was placed and hemostasis was achieved with the two proglide sutures. The three proglide devices with an issue did not have the same feel as normal and the deployment sound was absent during deployment. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
D4 and h4: the device expiration and manufacturing dates could not be provided as the device lot number was not provided and the device was not returned. The device was not returned for analysis. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. In the absence of device returned for analysis, a conclusive cause for the reported difficulties could not be determined. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.d9, h3: the device was initially reported as returning, but has now been reported as not returning because it was discarded at the account.